Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery fault code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information an error code was detected on this implantable cardioverter defibrillator (ICD). Disk analysis confirmed the low voltage fault code and concluded that the device was malfunctioning and should be replaced within 4 weeks. Therapy delivery within the device was currently unaffected. The device hardware was not detecting the loss of battery energy and because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; this was the reason for the fault. At this point, the battery did have a significant reserve capacity. The data indicated with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. No adverse patient effects were reported. The device remains in service at this time. Additional information received confirming that this device was explanted with no additional adverse patient effects reported.

Event description:
--